Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in clinic follow up, episodes of noise resulting in oversensing were observed on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. Diagnostic imaging was performed and no anomalies were noted. The ra lead was explanted and replaced to resolve the event. The patient was stable.